Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) and carelink for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that on 12/26/2024 21:48:00.000, 12/17/2024 12:28:00.000, 12/01/2024 17:22:00.000, 11/07/2024 11:54:00.000, 11/06/2024 17:49:00.000hour low battery alert was recorded. Battery inserted system time were recorded as follow: 12/17/2024 17:21:14.000, 12/16/2024 06:51:09.000, 11/07/2024 18:54:20.000 and 11/06/2024 17:08:23.000hours. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit also passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case, missing display window/cover, cracked keypad overlay, battery tube threads - cracked and cracked case (battery tube). However, with reference to the battery duration failure analysis instructions, the customer did experience an unexpected battery power loss of less than 7 days per the pump history records. In conclusion, customer concern was confirmed of low battery alert. Unit was tested successfully. Unexpected battery power loss and charge/battery lasts less than expected was confirmed. Unable to confirm customer alleged concern of high bgs. No relevant alarms noted in download history review and testing of the unit was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). Troubleshooting was performed. The customer reported a blood glucose value of 400 mg/dl and a current blood glucose value was 116 mg/dl. The event involved product(s) mmt-7020la, mmt-242a, mmt-332a, mmt-1880. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reports a low battery alarm or short battery life. The customer reported receiving a replace battery alert/ replace battery now alarm. This was the second occurrence of receiving an alarm in less than 8 hours after a low battery warning. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-7020la. No product return is required for mmt-242a. No product return is required for mmt-332a. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1880 was requested and the customer response was the device will be returned.